Event description:
It was reported that the patient's inflatable penile prosthesis (ipp) was replaced due to unknown reason. No patient complications were reported in relation to this event. During the product analysis, it was found that there is a leak in the reservoir shell that was due to fatigue at a fold. No more information is available.

Manufacturer narrative:
The complaint component was returned and analyzed, and the reported allegation was confirmed via product analysis. The event cannot be reproduced or substantiated; therefore, no escalation to ncep, CAPA or scar is required.

Event description:
It was reported that the patient's inflatable penile prosthesis (ipp) was replaced due to unknown reason. No patient complications were reported in relation to this event. Additional information was requested and will be provided as it becomes available.